Manufacturer narrative:
The philips authorized service provider replaced the front bezel with a navigation ring. The device software was updated to the latest version for better equipment performance. Following the test & verification procedure, the device was restored to factory settings. All tests and verification procedures necessary to certify the return of the device to working conditions were carried out satisfactorily. This issue was previously investigated, and the root cause analysis concluded liquid ingress due to the variability of the assembly process caused the reported navigation ring failure. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from a philips authorized service provider (asp) reporting the navigation wheel or ring on the v60 ventilator was not working. The device was not in clinical use. There was no report of patient or user harm. The asp evaluated the device and reported the sound and screen brightness settings were tested using the navigation wheel and it was not working. The asp observed that the navigation wheel was damaged. However, the asp confirmed that changes to brightness and volume settings were accepted from touchscreen input. The asp recommended the replacement of the front bezel front with nav-ring. Device repair is still pending, and the investigation is ongoing.